Event description:
It was reported that the customer received excessive no delivery alarms. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.